Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was confirmed during the product analysis lab (pal) evaluation. The assignable cause for smoke smell was determined to be a poor connection at the accomp board header, to power harness interface. The device was forwarded to service. A service history review was performed and revealed no related issues. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center and reported a smoke smell coming from the homechoice (hc) machine during use. The technical service representative (tsr) had the home patient (hp) make sure the power was off and advised the hp not to use the hc. The tsr initiated a swap of the machine. The hp will have the registered nurse program the new hc. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.